Event description:
Hill-rom received a report from a hill-rom technician stating the foot brakes were not holding. The bed was located at the account in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the foot brake would not hold and the bed still rolled when the brake was locked. The technician replaced the foot brake caster assembly to resolve the issue. Based on this information, no further action is required.